Manufacturer narrative:
The complaint of the peg feeding tube detaching from the locking clip is confirmed. The genie tricuspid plug was returned locked to its locking retention clip. The peg feeding tube was not returned for eval. The device had been in place for 33 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
The retention dome fell into the patient's stomach 33 days after placement.